Manufacturer narrative:
(B)(4).

Event description:
Patient had a resolute integrity drug eluting stent implanted in the proximal lad. Cine images confirmed stent implant was finished with incomplete dilatation. Approximately 4 days later, the patient suffered a myocardial infarction. Cine review revealed thrombus and occlusion. The following day the patient's ck and ck-mb re-elevated. Heart failure and respiration failure developed and the result of an emergent cag reviewed stent thrombosis in the proximal lad. Pci (poba) was performed for stent thrombus in the proximal lad. Completed with final stenosis rate of 0%, final timi flow of ii. No further patient complications were reported.

Manufacturer narrative:
Patient is a smoker with a history of hypertension, hyperlipidemia, diabetes and previous mi. Index procedure was prompted by acute mi.

Manufacturer narrative:
It was assessed that the events were related to the resolute integrity study device.